Event description:
Related manufacturer reference number: 2017865-2023-94399 it was reported that the patient's pacemaker and right ventricular (rv) lead was over-sensing noise resulting in pacing inhibition. Review of the electrograms (egms) revealed multiple noise reversion and high ventricular rate episodes which were confirmed to be true noise events. The physician elected to cap and replace the rv lead on 29 jan 2024. The patient was in stable condition throughout.